Manufacturer narrative:
Failure analysis is unable to confirm the complaint of insertion needle anomaly due to the insertion needle was not returned with the enlite sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues with the sensors. The customer attempted to retract the needle hub and not only did the needle hub retract but somehow managed to pull the part that was supposed to stay in her skin up and out of the other side. The customer could see the sensor cannula on the other side of the sensor. Customer's blood glucose level was around 180 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.